Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. Aortic neck angulation was conical with approximately 65-degree angulation. It was reported that the patient presented emergently with abdominal pain. The CT revealed that a proximal type I endoleak was present and the aneurysm was 6.5 cm in diameter. The endurant stent graft remained at the level of the renal artery. The physician elected to covert the patient to an open surgical repair. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy of a conical and angulated aortic neck. No additional clinical sequelae were reported and the patient is fine.